Event description:
The lead was explanted due to a report of j retention wire fracture with protrusion through the outer polyurethane insulation. Explant method: intravascular, superior technique/tools: intravascular counter traction, laser after procedure, patient developed pocket hematoma, requiring evacuation.